Event description:
"Broke her tooth off." She has used this product before as she also called in 2013 complaining about the floss breaking.

Manufacturer narrative:
Device not returned to manufacturer.